Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2021. The physician informed the patient that his penis would not get smaller and he could start having intercourse again. The patient indicates that he lost three inches the day of surgery and he has not been able to intercourse.